Event description:
It was reported by service report that the bed weld was broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Unit was evaluated by hospital. Results ¿ weld. MFR¿s investigation is still ongoing; if add¿l info is received, a follow-up report will be submitted.